Event description:
As reported by the (B)(4): material# 637-202. Serial# (B)(4). Customer reported under infusion and she will ball back with more information regarding the under infusion. Reference MFR: 9610825-2013-00173.